Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter had dust on it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave nav catheter was selected for use. When the catheter packaging was opened it was found that there was dust on the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported.